Event description:
The customer reported that the device did not alarm. The patient died of cardiac arrest.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6). The customer retrieved the log files and has requested for the address to which they can be sent for analysis. The biu, together with the product support representative, looked into the alarm logs and found that there was no product malfunction associated with the incident. The logs showed that the device had generated and announced multiple alarms all throughout the period that the patient was being monitored. Details such as, approximate time of incident, as well as, events occurring before and after the incident, were provided to the customer through an official written response. The logs show that the patient in bed 307 (ch_307) was admitted at 20:55:28.609 on (B)(6) 2015, and there was a discharge performed at 10:11:38.467 on (B)(6) 2015. It appeared as though the same patient remained on the monitor for the next 30 minutes. The discharge event happened very close to the timing of the multiple red alarm conditions. The patient was re-admitted at 10:41:51.369 on (B)(6) 2015. This may have been done to preserve care records for the initial admission period. The second admission, lasted from 10:11:39.215 on (B)(6) 2015 to 10:35:50.296 on (B)(6) 2015. Thereafter, the patient was discharged permanently, and therefore, no records were kept. The alarm logs sent by the customer was looked into by the biu. The information requested was communicated to the customer in the form of an official written response. The approximate time of the incident, as well as details on events occurring before and after the incident, were provided. The product remains at the customer site. An examination of the log files showed that the device has been announcing alarms all throughout the period that the patient was being monitored, this investigation concludes that there is no product malfunction, that the device was working as specified and had not contributed to the incident. This issue was resolved by providing an official response containing information that the customer requested. The available information supports that there is no known health risk for the patient or users. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. This complaint will be included in periodic trending to identify issues warranting additional investigation. No further investigation or action is warranted.